Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide device were attempted in an unspecified vessel using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the plunger was removed, no sutures were attached to the needles, with two proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized and the evar procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no sutures were attached to the needles when the plunger was removed¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.